Event description:
It was reported that the physician contacted the patient to inform them that the battery from their insertable cardiac monitor (icm) device was depleting faster than expected. The physician offered the patient to have their icm device replaced. Boston scientific technical services (ts) reviewed latitude clarity and found this icm had reached recommended replacement time (rrt) battery status. No adverse patient effects were reported. This icm remains in service at this time. Additional information from boston scientific field representative provided they have no information on whether this icm would be explanted or not. They noted the physician would decide with the patient what actions would be taken. Additional information provided this icm device was explanted and replaced due to the initially reported issue. Furthermore, boston scientific engineering analysis provided the battery voltage from this icm device began dropping irregularly a few months ago. No adverse patient effects were reported. This icm device has not been returned for analysis.